Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on using batteries, however some of the segments of the top red led display on the device do not illuminate intermittently. The board was found to contain some signs of contamination. It was also found that the solder joints on the d4 component are loose which can cause the 7-segment leds displays to function intermittently.

Event description:
It was reported that rad 5 display is missing a segment. No known impact or consequence to patient.